Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The sjm representative met with the patient and confirmed the issue. The patient last felt stimulation approximately 5 weeks ago and the patient last charged the ipg approximately 6 weeks ago. Follow-up information indicated the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced with a different model which resolved the reported issue.

Manufacturer narrative:
Evaluation: results: the complaint for no communication was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.